Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. At the time of report, customer had not taken any action to address bg but reportedly was about to eat dinner. Recommendation was made to consult with a healthcare provider regarding diabetes management.